Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. D4: UDI updated. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly.

Event description:
It was reported that during a meniscal repair surgery, it was observed that the omnispan meniscal repair 27deg device suture was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the suture cut and frayed, where one implant/plate was found still attached to the end of the suture. Cut fragments, needle and the other implant/plate was not returned for evaluation. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to procedural variables, such handling of the device or product interaction during procedure. As per instructions for use-109282, the next precautions need to be followed: 1) use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. Once inside the joint space, remove the malleable graft retractor. Alternatively, an arthroscopic cannula may be utilized; 2) pull the free suture leg with continuous force and a smooth motion until both suture bridge legs lay flat and tight against the tissue surface. Note: minimize any starts and stops for optimal tensioning results; and 3) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.